Event description:
Resident was using portable oxygen machine, oxygen came through tubing, froze tubing, and caused burns to residents nose and slight burn to resident cheek machine immediately removed and contractor notified to investigate.